Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed various mechanical tears and a hole burned though the silicone. The silicone exhibits localized melting around the hole, indicative of arcing. The hole diameter is roughly 0.020 and is located 0.200 above the silicone to sleeve interface. The tip cover also has various mechanical tears in the general vicinity of the holes. The instruments and accessories user manual specifically states: - inspect the tip cover accessory periodically during use. If any damage or tears are observed, replace the tip cover accessory with a new one. - do not use another instrument to clean the tip cover accessory.

Event description:
It was reported that during a da vinci s hysterectomy procedure the monopolar curved scissors (mcs) tip cover accessory, installed on a mcs instrument, nicked the patient causing an injury to the small bowel that was successfully repaired with stitches. The tip cover was removed and replaced and the planned surgical procedure was completed.